Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode loop was melted and fractured. The issue was found during a therapeutic transurethral resection of the prostate procedure. There were no reports of patient harm.